Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. Approximately thirty months after the index procedure, the patient was admitted to the hospital due to breathing difficulty. The patient was diagnosed with aortic stenosis. Nineteen days later, coronary angiography was done and a 67% distal edge restenosis was noted in a previously implanted cypher 3.0 x 13 mm stent. The stent was implanted in the mid left anterior descending (lad) target lesion. The patient was treated with open heart surgery to replace the aortic valve and a single bypass to the lad twenty-eight days later. The patient was discharged fifteen days after surgery. The physician's comment regarding the event was that it was due to the patient's aortic stenosis and was not related to the cypher stent.

Manufacturer narrative:
The target lesion for the elective index procedure was the mid lad. The lesion was reported to be: 2.82 mm vessel diameter, de novo, 7.0 mm length, type a, focal, and a 72.3% stenosis. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 8 atm. A cypher 3.0 x 13 mm stent was implanted at 10 atm for 16-30 sec. The stent was not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Ivus was done. The product is not available for inspection. Additional information will be submitted within 30 days upon receipt.